Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted. Additional comments: the consumer has relocated to the area and will seek a physician that is realize band trained

Event description:
Consumer reports post implant a realize band, he is experiencing issue with the band getting too tight and unable to get water down very well. In addition, the consumer states that he has been to the emergency room due to this issue and pain. The ER has referred the consumer to a bariatric surgeon as the staff is not realize band trained.